Event description:
Per the clinic, the patient experienced an mrsa infection at implant site. The patient was hospitalized and was treated with intravenous antibiotics (specific date and duration not reported). Subsequently, the device was explanted (B)(6) 2024. Re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.